Event description:
It was reported that an asymptomatic patient presented in-clinic for a follow-up visit. Upon interrogation, post-paced t-wave oversensing was discovered. The patient did not receive therapy during the oversensing. The patient was stable throughout the device interrogation. The physician reprogrammed the device and the issue of oversensing was resolved. The patient is in stable condition and will be monitored.